Event description:
PICC was placed on (B)(6) 2021. On (B)(6) 2022, the PICC was found to be leaking at the connection of the extension line and the hub where the valve is attached. The PICC was removed and replaced with a new line. No patient harm. The patient's condition is reported as fine. It was reported the nurse believed stress from the slide clamp may have caused the damage. The dressing covers most of the length of the lumens and the nurses have to clamp at the end of the extension line.

Manufacturer narrative:
(B)(4).

Event description:
PICC was placed on (B)(6) 2021. On (B)(6) 2022, the PICC was found to be leaking at the connection of the extension line and the hub where the valve is attached. The PICC was removed and replaced with a new line. No patient harm. The patient's condition is reported as fine. It was reported the nurse believed stress from the slide clamp may have caused the damage. The dressing covers most of the length of the lumens and the nurses have to clamp at the end of the extension line.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review for performed with one finding. A non-conformance was initiated for material s-45041-001d (catheter) with associated lots 13c20d1513, 13c20k1832 and 13c20k0155 in regard to an incorrect catheter. The finding is not relevant to this complaint issue. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage. Warning: open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.